Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Distal stent struts were lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery. The lesion was engaged with a jl3.5 guide catheter and was crossed with a guide wire. Dilatation was performed with a 2.5x20 balloon and a 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts and due to severe calcification in the vessel, the stent struts were found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery. After engaging the lesion with a 3.5 guide catheter and placing a guide wire, dilatation was performed with a 2.5x20 balloon. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts in crossing the lesion, the stent struts were lifted due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.